Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that after the procedure, the catheter balloon popped within patient bladder. The patient required urology follow-up and a new catheter has been placed (additional procedural time and costs). Additional information was received from the customer and stated that the balloon broke however there was a query if all the pieces were dispelled. Per customer, the patient felt a pop. A urology consultation with an ultrasound and CT confirmed that no retained pieces was left inside the patient. A new foley was placed without any issues.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.